Event description:
The patient contacted animas on (B)(6) 2012 and reported that the ok, up and down arrow keypad buttons were intermittently unresponsive, requiring multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a toothbrush. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses with increasing force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.